Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 06-mar-2023. H6: investigation summary: our quality engineer inspected the 1 used sample submitted for evaluation. The reported issue of leakage was not confirmed upon inspection and testing of the sample. Analysis of the sample showed that there were no damages or irregularities on the returned sample. The sample was functionally tested for leakage and passed without any signs of leakage. Bd cannot determine a manufacturing related root cause for the failure since the reported defect was not confirmed during evaluation. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that 3 bd venflon¿ pro safety experienced leakage from injection port. The following information was provided by the initial reporter:leaking blood from the injection port. Pvk (pivc) was placed in the operating room, to induce anesthesia, propofol was administered via the injection port. The syringe was withdrawn again. After about an hour, blood came out of the injection port. The pvk had to be removed.

Event description:
It was reported that 3 bd venflon¿ pro safety experienced leakage from injection port. The following information was provided by the initial reporter:leaking blood from the injection port. Pvk (pivc) was placed in the operating room, to induce anesthesia, propofol was administered via the injection port. The syringe was withdrawn again. After about an hour, blood came out of the injection port. The pvk had to be removed.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.